Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On 2/6/2019, a manufacturing record evaluation was performed for the finished device and no non-conformances related to the reported complaint condition were identified. Concomitant medical products: pentaray nav eco catheter (model# d-1282-11-s, lot#30134282l); lasso nav (model# d-1349-01-s, lot#30087730l). Manufacture reference: no: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, after left pulmonary vein isolation, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The procedure was then completed. There¿s no indication that extended hospitalization was required. Patient¿s outcome was improved. The drained blood was sent for analysis and the laboratory confirmed it was arterial blood. Physician¿s opinion regarding the cause of the adverse event is that the perforation to the atrial appendage occurred because the anatomy of the left superior pulmonary vein that was narrowed which made catheter insertion difficult. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
It was reported that a patient underwent a pulmonary vein isolation (pvi) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. On 2/22/2019, additional info was received indicating the patient gender of male. Additionally, the event occurred during the ablation phase after left pulmonary vein isolation. Physician¿s opinion regarding the cause of the adverse event is that it was patient-condition related. No error messages were observed on any biosense webster inc. Equipment during the procedure. The generator was used in power control mode. The investigational analysis completed on 2/26/2019. The device was visually inspected, and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor was tested and it was working properly. The force values were observed within specifications. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection testing was performed and it was found within specifications. The catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no non-conformances related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacture reference no: (B)(4).